Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Asahi received info that the dialyzer was recirculated with 1000ml saline, and the solution recirculated was injected into the pt before hemodialysis started. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
The pt was treated on the hemodialysis with the rexeed-21sx on (B)(6) 2010. The pt complained of severe back pain and difficulty of breathing within two minutes after initiation of the treatment. The spo2 dropped to mid eighties. The bp dropped to mid eighties in systolic. The pt received oxygenation, and was administered benadryl and solu medrol intravenously. Then the pt was admitted to the intensive care unit. No info about the treatment in the ICU is available. The pt outcome was recovery.